Event description:
A (B)(4) old female patient contacted lifecor customer support to report that neither of her battery packs are displaying lights on the charger. Patient stated that she tried multiple outlets. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power cord connector was defective. The power connector was loose at the base. The connector was repaired. The battery charger was retested and restocked. The root cause of the defective power cord connector is unknown, but is likely due to mismatch of the power cord connector with the base station. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.